Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest rubbed the patient's skin raw. There was no alleged device malfunction contributing to the irritation. Patient used a cream that was provided by a physician. It was reported that the irritation has since improved.